Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in emergency room after receiving inappropriate atp and high voltage therapy. Recorded episodes showed suspected supraventricular tachycardia. After atp therapy was delivered, the rhythm increased to a true vt. The device delivered high voltage therapy. The device was reprogrammed and remains implanted.